Event description:
It was reported to philips that the paramedics noted the ECG waveform had pacer-like spikes onscreen during a pt event. There was no harm to the involved pt.

Manufacturer narrative:
(B)(4).